Event description:
During an atrial lead (oscor) revision for dislodgement, there was a loss of ventricular capture and pacing. On telemetry, 9 second pauses were noted and interrogation showed the rv oscor lead had malfunctioned. This pacemaker was explanted and the oscor leads were capped. A new system was implanted on the right side.

Event description:
During an atrial lead (oscor) revision for dislodgement, there was a loss of ventricular capture and pacing. On telemetry, 9 second pauses were noted and interrogation showed the rv oscor lead had malfunctioned. This pacemaker was explanted and the oscor leads were capped. A new system was implanted on the right side.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4).

Manufacturer narrative:
(B)(4) 2011. The analysis on this device is pending.